Event description:
On 08/04/2023, it was reported by a sales representative via sems that an ar-3240-5027 light guide post became hot and burned the patient's abdomen. The sales representative stated this was the second time in the last 6 months this occurred. The second occurs was not located in our system and a second complaint will be created. The patient has superficial burns on the abdomen, not in life danger, and is in stable condition. No images of the burn were provided. This was discovered during a laparoscopic procedure on (B)(6) 2023. The case was completed by using a new ccu and light cord from a different manufacturer. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in b5 and h6. Investigation in in process. A follow-up report will be provided.

Event description:
Additional information regarding the case was provided: this occurred during a laparoscopy procedure. The burn was discovered at the end of the case. The superficial burn was being treated with neosporin ointment. There was no case delay reported. The surgeon had spoken to the patient, and the patient stated that she was doing fine and had no issues. Contact with the light guide connector was made while the endoscope was still in the patient. The camera head that was used was not placed on top of the patient's body. It is believed that the light guide post was the only part of the endoscope that caused the burn.

Manufacturer narrative:
Additional information: h2 device investigation. (Use error) this evaluation determined that the reported event occurred due to use error. Refer to (B)(4) for additional failure modes and information.